Event description:
On (b)96) 2013, the reporter contacted animas, alleging the display lens was separating from the case. The reporter noted the pump has had trauma, however, they did not detail severity or date. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: evaluation found the display lens to be separating from the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.